Event description:
Reportedly, the device has stopped to work with no possibility to interrogate it. During the previous follow-up, 6 months ago, the residual longevity was 5 years.

Event description:
Reportedly, the device has stopped to work with no possibility to interrogate it. During the previous follow-up, 6 months ago, the residual longevity was 5 years.

Event description:
Reportedly, the device has stopped to work with no possibility to interrogate it. During the previous follow-up, 6 months ago, the residual longevity was 5 years.